Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that customer continued to have low blood glucose and treated with food. Customer's blood glucose then elevated to above 200 mg/dl. Customer was treated and blood glucose did not go down. When on call with representative, customer's blood glucose was taken and it was 92 mg/dl. During the call, customer's blood glucose quickly dropped to 47 mg/dl. Caller reported that reservoir was just changed the day prior and was completely empty the next morning. Caller was advised to seek medical attention. Customer was taken to the emergency room. Troubleshooting could not be performed. Caller was advised to call back when customer was stable.